Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that during the trial pt's lead pull, the physician noticed a superficial infection at the lead site. The pt had redness and pus at the lead site. The physician prescribed an oral antibiotic and the pt was reportedly doing fine after the procedure.